Event description:
It was reported that during an unknown procedure, the port was leaking from the top "floating" seal. Unknown how case was completed. There was no adverse patient consequence. The device was discarded.

Manufacturer narrative:
(B)(4). One used transfer set was received with cap on dark blue connector and no cap on patient connector in reference to the reported leak. A lab titanium adapter was functionally hand tightened without difficulty. The transfer set was then tested underwater with leak noted between the dark blue connector and the white cap. This report was confirmed in the lab for leak in the transfer set. Based on baxter's investigation, no root cause could be determined. A batch review was not performed since the lot number was unknown. Renal quality engineering will continue to monitor this product line for adverse trends and will take corrective/preventive action as appropriate.

Event description:
A customer reported to baxter (B)(4) that leakage was noted from the top of the luer connector of the transfer set even though the sleeve was in the closed position. The customer reoprted that the transfer set had been used for a couple of months. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. No further information is available at this time. A follow up report will be submitted when the evaluation results become available.